Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. The pt was not hospitalized prior to death. The patient was found by her brother unresponsive in her bed. It was unknown if the pt was connected to the device at the time of death. It is unknown if an autopsy was done. Pd therapy was ongoing until the time of death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.